Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The patient reported that he noted a skin reaction after the sensor had been removed. There was pus at the upper buttocks insertion site. The patient was seen by a physician and treated with fusicutan plus betamethason 10mg/g + 1 mg/g cream. The event occurred 6 days after the sensor had been inserted. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.